Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR) and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. The device has passed more than three and a half years since it was delivered to the user, and if the device was used a large number of times, it was presumed that it is the wear of the lock due to the repeated use of the video connector caused the reported issue. It is also probable that the lock was worn out because the user tried to pull out the video connector without lowering the unlock lever. It was assumed that both failure occurred due to the electrical connection became unstable due to the wear of the lock, and the image signals from the scope could not be properly transmitted to the video processor. It was presumed that there was no opportunity to update the software due to there was no problem with the previous version of the software. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was received for evaluation. Evaluation determined that the reported issue was confirmed. The device was found with worn out lock latch on the video connector causing the unstable/loss of image. The identified parts were replaced, device was repaired. The software was upgraded. Once completed, the device was tested and passed required testing and specifications. Based on evaluation findings, the reported issue was confirmed. The root cause of the issue was due to a worn out lock latch on video cable attributed to component failure.

Event description:
It was reported that the device exhibited distorted image and went blank. According to the reporter, the image was flickering. The issue occurred when the video scope was attached to the video connector. No further details provided regarding the event. No patient involvement was reported due to the event.